Event description:
A zoll territory manager (tm) contacted zoll customer support to report that a (B)(6) male patient passed away on (B)(6) 2013. The tm also reported that per the patient's spouse the patient was treated while in the bathroom. The patient's spouse also stated that she pressed the response buttons during the alarms and that she was holding the patient during the first treatment. The patient was treated several times before an emt arrived. The patient's spouse reported the emt had an AED on the patient while the patient was still wearing the vest, however there is no evidence available to suggest the patient was externally defibrillated. Upon receipt, both the monitor and the electrode belt were fully functional.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were fully functional upon evaluation. The lifevest detected ventricular fibrillation was detected at 20:02:19 on (B)(6) 2013 and deployed gel at 20:04:55. The lifevest appropriately delivered a 150j pulse. The pulse impedance was 67 ohm, which is within normal operating parameters. The pulse converted the patient's rhythm from ventricular fibrillation to bradycardia, which transitioned to ventricular tachycardia (20:05:38). The lifevest detected nonsustained ventricular tachycardia at 20:05:49 and delivered a 150j pulse. The pulse did not convert the rhythm, which remained nonsustained ventricular tachycardia. The lifevest then appropriated detected and treated five ventricular tachycardia events. The seventh and last treatment event converted the patient's rhythm to asystole. The response buttons were pressed briefly prior to the first treatment event by the patient's spouse. The lifevest device functioned normally and within specifications. There was no product problem with the device. No equipment deficiencies were alleged against the device. Post-shock asystole is a known risk of defibrillation. Dates of manufacture: sn (B)(4): 06/2013. Sn (B)(4): 04/2013.